Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized. Her blood glucose at the time of admission was 590 mg/dl. The customer stated that her insulin pump was fine and the hospitalization was not related to the insulin pump. Customer did not want to troubleshoot. Customer also wanted to confirm what type of batteries can be used on the insulin pump. No additional information is provided.